Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening smooth and wear abrasion. Based on the device analysis the final assessment is: one smooth opening on the side posterior side, assessed as smooth opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening smooth and wear abrasion. Based on the device analysis the final assessment is: one opening smooth in the side posterior assessed as smooth opening.

Event description:
Healthcare professional later noted capsular contracture, baker grade IV.